Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. The patients leads were revised and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088627.